Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that patient faced two infusion sets bent cannula event on (B)(6) 2026.the event occurred within first day of insertion. The insertion site was flank and gluteus. The infusion set was in use for one day.the blood glucose level was 400 mg/dl and the patient was treated with insulin pen. No further information available.